Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A 118cm section of catheter was received. A visual examination of the returned device confirmed shaft breaks at both the proximal and distal sections. Kinks were present throughout the returned section. The type of damage noted on the returned catheter is consistent with excessive forces being applied to the catheter during use. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The 2.75x9.0mm, de novo, 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of the left circumflex artery. A non bsc stent was previously implanted on an unknown date in the left main to the left anterior descending artery. CABG (coronary artery bypass grafting) was discussed; however, they elected to attempt a percutaneous coronary intervention instead. This 10/2.75 flextome cutting balloon was selected to treat the lesion. During the procedure, they tried to advance the device through the non-bsc stent, but it was unable to cross. An 8mm x 2.5mm quantum maverick balloon was advanced and inflation was performed in the target lesion. The flextome cutting balloon was then able to successfully cross, with some resistance noted. They inflated the balloon for 30 seconds and then deflated. The physician tried to withdraw the device, but it was difficult due to the severely calcified lesion and the stent. They advanced a new wire and balloon to dilate the lesion; however, the balloon ruptured. The physician cut the shaft of the flextome cutting balloon and tried to remove it using a catheter and then a snare, but both attempts failed. The patient was transferred to another hospital and triple vessel CABG was performed. It was noted that there was no detachment of the blades; however, the distal section of the device remains inside the patient. Surgery was successful, vessel flow was confirmed.